Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of above 528 mg/dl at the time of the event and no treatment reported. Current blood glucose value was unknown. The customer was reporting no any symptom related to their high bg. The customer received a post-reset ram crc alarm (pump error 23), trace pointers are invalid (pump error 68), and a frozen display on the insulin pump. Troubleshooting was performed and the issue was not resolved. The customer was using the insulin pump system within 48 hours of the reported high blood glucose event. It was unknown whether the auto mode feature was active at the time of the event or not. The customer will discontinue the use of the insulin pump and will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring=black. Case type=ngp. Patient returned pump for an alleged frozen display, pump error 23 and pump error 68 found on (B)(6) 2023. Unit passed active current measurement, sleep current measurement test, self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No frozen display or pump 68 noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Confirmed the pump alarmed pump error 23 on (B)(6) 2023 06:56:06.000 in the history files. These alerts are expected and occur during normal pump operation. Confirmed the pump alarmed 68 on (B)(6) 2023 06:51:36.000 in the history files due to moisture damage to the pcb1 board. No moisture damage noted to motor assembly per visual inspection. The following were noted during visual inspection: corroded electronic assemblies, scratched case, pillowing keypad overlay and cracked case (battery tube). The p-cap/reservoir does lock properly. No frozen display or pump error 23 noted during analysis. Confirmed the pump alarmed 68 in the history files due to moisture damage to the pcb1 board. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Initial report was submitted with missing information. The corrected information has been updated and provided with this report in section b5.

Event description:
The customer reported via phone call that they experienced high blood glucose. No further patient complications were reported.